Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
A male patient of unknown age presented for an evlt procedure using a 55ops fiber kit. The treating physician reported the wire (cheater?) Broke off into the sheath during use. The device was removed as a unit, set aside and a new of the same device was used to complete the case. The patient suffered no harm or injury due to this event as the fragment was retained inside of the sheath. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Based on sample evaluation this event is not an unraveled guidewire as originally reported, it is a broken j straightener. This is not a reportable event. This supplemental MDR is being submitted in order to close the complaint record. Returned for evaluation was a guidewire still in the protective hoop. It was noted the distal end of the hoop had the "j" tip advanced inside the hoop. Also returned was a dilator sheath containing the "j" straightener of the guidewire. The device was forwarded to angiodynamics' supplier of this product. Per the supplier's device evaluation, "at the fractured there is no indication that there was a material defect in the insertion aid." The customer's reported complaint description of a wire (cheater) broke off into the sheath during use is confirmed. The returned sample noted the "j" straightener was indeed in the hub of the sheath and the remainder of the straightener was in the guidewire tube. Although the complaint description is confirmed a root cause cannot be determined. A potential root cause for the damage could be from handling by the end user. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).